Manufacturer narrative:
Service was sent to the customer's location on (B)(4) 2016. The field service engineer observed a high amount of strips falling back from the wiper on the strip provider module (spm). The cause of the loose pad is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported that pads are falling off the test strips in the hopper of their ichem velocity urine chemistry analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.